Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator sensor had not recognized that the door was closed. The field service engineer (fse) stated that the customer had reported the refrigerator door was not locking. Then fse powered down the unit and then powered up, which reset the door. Inventory was run successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, sensor did not recognize the door as closed. User mentioned that it was giving a failure message and door makes the fridge inoperable as the fridge does not want to lock. User mentioned that they keep having this issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.